Event description:
In 2008, pt presented to the hospital for elective hip replacement under a combined epidural spinal anesthetic. During the process of placing the equipment, the epidural catheter was passed and attempts made getting into the spinal space with csf were unsuccessful. The catheter and needle were then removed simultaneously and upon extraction, about 3cm of the distal end of the catheter were noted to have sheared off and were retained. The attending anesthesiologist consulted a neurosurgeon to evaluate the pt and recommend the appropriate course of treatment. A second epidural catheter was placed just below the entry point of the first catheter, and the pt went to surgery.